Manufacturer narrative:
Samples were serum. No sample issues were noted. Calibration results provided by the customer appear acceptable. Customer indicated that qc results have been within range. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced both the chemistry cartridge (cc) sample probes, sample probe wash collars, and both mixers. The fse also completed alignments and ran qc. No further issues occurred for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer provided eighteen (18) patient results; two (2) of which were reported out of the laboratory and amended reports were issued upon repeat analysis. The results provided by the customer are shown in the attachment portion of this report. Customer indicated that no reports of affects to patient treatment have been received.